Manufacturer narrative:
The suspect device has been received for eval; however, the analysis is not complete; therefore, the cause of the reported malfunction is undetermined. The july 2008, 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2008, it was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in a duodenal stenting procedure about three months prior. According to the complainant, "they went over the guidewire in the right position, and wanted to deploy the stent, but during that, the outer sheet tore off from the release unit. They pulled off the system, and finished the procedure with another "wallflex enteral duodenal stent. No pt complications were reported as a result of this event. The pt was reported as "ok".